Event description:
The nurse who witnessed the incident reported via e-mail that "after positioning the patient in the prone position, the lock on the side of the mayfield skull pin holder slipped allowing patient's head to fall forward slightly." She further reported that "no harm to the patient occurred."

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.